Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the needle in the manometer of an rd900aeu neopuff infant resuscitator would move slowly when pressure is released. There was no reported patient involvement.